Event description:
A patient reported that they "have an insulin reaction" since pt was unable to use meter in 3 days. Their one touch ultra meter allegedly had no power. Issue was not resolved even after changing batteries. Patient took their usual amount of insulin in the morning. Patient did not seek medical intervention. There was no comparison. No further information has been reported.